Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery, with multiple cartridges. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded and insulin delivery was resumed; however ultimately the customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 247 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and cartridge alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, a different issue was identified (cracked cartridge).